Manufacturer narrative:
Unit had broken reservoir tube lip, broken belt clip slot, cracked case at display window corner and minor scratched display window.(B)(4).

Event description:
Customer reported that the insulin pump's reservoir compartment brim was broken. Blood glucose level was 286 mg/dl at the time of the call. No further information was provided.